Manufacturer narrative:
No patient involvement (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Manufacturer narrative:
A field service representative (fsr) noticed that smoke was coming out of the motherboard cpu assembly. The fsr replaced several parts in order to return the instrument into an operable status, including the motherboard cpu assembly. The fsr stated that a surge or spike in power caused the board damage. The fsr stated that the instrument was connected to a grounded outlet, as instructed in the cell-dyn 1700 system operator's manual. The parts damaged by the surge/spike in power were confirmed to have been disposed of. A review of complaints from (B)(4) 2011 did not identify any similar events. Based on the investigation and event details, no product deficiency was identified with the cell-dyn 1700 instrument. The issue was isolated to a surge or spike in power, which caused the board damage.

Event description:
The customer stated they noticed that the cell-dyn 1700 in their laboratory was powered up but the monitor screen was blank. The customer performed a clean for shipment procedure and disconnected all connections from the ups and plugged them into the wall outlet. The customer cycled power to the instrument with no resolution and field service was requested. Upon inspection, the field service engineer observed smoke from the motherboard chips at the end of the board. No injury was reported.